Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional / changed and / or corrected data.

Event description:
Healthcare professional reported right side rupture, "rotation", and seroma. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and seroma-late. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side rupture and seroma-late. Device has been explanted.